Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: sion blue. Guide cath: launcher 6f sal1.0. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation and the reported material rupture (balloon pinhole) and inflation issue were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek instructions for use specifies: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the 90% stenosed, mildly tortuous proximal right coronary artery. A 3.5x15mm nc tenku balloon dilatation catheter was not soaked in saline prior to use for post-dilatation, and the balloon would not inflate. The device was removed from that patient anatomy and a pinhole rupture was noted in the balloon. The procedure was successfully completed with a 3.5x8.0mm nc tenko bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.